Event description:
Hcp reports patient represented two to three days post implant with inconsistent leg weakness and an inability to walk. A CT myelogram was performed in the area of the stimulator which showed no cord compression. The patient was not having bowel or bladder problems. The patient failed to improve with oral medication therefore the stimulator was removed. The device has not been returned to the manufacturer for analysis. The hcp felt the leg weakness did not seem consistent with cord compression and noted the patient's power exam "wildly fluctuated" and seemed etiology dependent. The hcp reports the patient is reporting improved leg power, but has not seen the patient in follow up at the time of this report.